Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syn drome. The patient reported not feeling stimulation for about an hour. There was a loss of therapy. They checked the programmer and saw a power on reset (por). The por was not related to an over discharge event as the ins battery is showing full and now the por is gone but there is no lightning bolt (the ins is off). The patient was able to turn the ins on and was feeling stimulation. The patient needed to turn stimulation down now because it is feeling too strong. They usually have it at 3.5 but now stimulation feels better at 2.8. The patient is on program b and thinks that it what they are usually set on. The patient noted seeing an a in the top corner. The patient noted that they have adaptive stimulation (as) that was programmed last year but don¿t remember seeing the a there before. However, the patient stated that everything seems to be feeling good now. Troubleshooting resolved the reported issue. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had to wait no longer than the approximate 2 to 3 minutes. No further complications were reported.